Event description:
It was reported that removal difficulties were encountered. The target lesion was located in the severely stenosed left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was advanced for treatment. However, during procedure, the balloon could not advance and became stuck in the 7f guide catheter. Thus, the balloon was not inflated and was removed, with some mild resistance, along with the guide catheter. The procedure was completed with a 3.0x15 non-boston scientific(bsc) device. There were no patient complications nor injuries reported and the patient status was stable.